Event description:
It was reported that the insulin pump buttons were not fully responsive. The insulin pump was not exposed to moisture and was not dropped. It had also alarmed for a button error. The blood glucose reading was 73 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The reset error test could not be performed due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the display window.